Event description:
When checking for blood return before administering chemotherapy, saline was noticed coming out of the equashield male portion of the connection. Flushing a second resulted in saline again coming out same portion. Nurse checked whether connections were secure. During that time, the male portion of the equashield came apart and disconnected from the patient line. Replaced both male and female of equashield, rechecked for leaking and was able to proceed with chemotherapy.